Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd error message, so its battery was suspected to be depleting prematurely. At this time, no data has been provided for analysis, so premature battery depletion has not been able to be confirmed. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.